Event description:
It was reported by repair work order that the transfer lock plates were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the transfer lock plates were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the damaged transfer lock plates had no effect on the power load functionality.